Manufacturer narrative:
Citation: furbatto et al. Inter-hospital protocol for the performance of tavi procedures in a center without cardiac surgery; 2 years of activity results. European heart journal supplements. August 2021, volume 23, issue supplement c, page c69. Abstracts from the 52nd congress of the italian association of hospital cardiologists (anmco) held on august 26-28 2021. Https://doi.org/10.1093/eurheartj/suab064. Earliest date of publish or presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding two years results of an inter-hospital protocol for transcatheter aortic valve implantation (tavi) procedures in a center without cardiac surgery. All data were collected from two centers between april 2018 and december 2020. The study population included 42 patients (predominantly female, mean age 81.1 years). Multiple manufacturer¿s devices were implanted in the study population; an unspecified number of patients were implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, one sudden cardiac death at 11 months post-implant. No further details were provided on the death. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: bleeding requiring blood transfusion, arrhythmia requiring permanent pacemaker implant, vascular complication requiring suturing, and a mean post-implant hospitalization of 6 days. At 30 days follow-up, all patients were noted as well-compensated with clinical improvement and good functioning prostheses. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.